Event description:
Info received indicated the right intermediate siderail would not latch.

Manufacturer narrative:
The hill-rom technician found debris preventing the siderail from latching. The siderail assembly was cleaned in order to resolve the issue.